Event description:
It was reported that during a surgical procedure, it was noted that the tip of the device broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a product demonstration, it was noted that the tip of the device broke. It was also reported that this event did not occur during a surgical procedure, with no patient involvement and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
B5; updated as malfunction did not occur during a surgical procedure. D9; updated with product return date. H6: the quality investigation is complete.